Event description:
It was reported that during implant attempt, the atrial lead would not fully retract. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned. It was found that the helix/lobe was distorted/bent. There was blood in/on helix/lobe mechanism (sleeve head). There was blood in/on helix/lobe mechanism and damage at implant. Visual analysis revealed that the lead was received with the helix stretched.